Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. The events of seroma-late and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture, and granuloma. (B)(4).

Event description:
Healthcare professional reported a patient with capsular contracture I, seroma and ruptured device. "Chest feels soft, small amount of fluid around the implant, lymph nodes can be palpated on the right axillary and chest is tender". Healthcare professional additionally reported "foreign body artifacts and lipophage granulomas". The device was explanted. This record relates to the right side.